Manufacturer narrative:
The reported complaint of (B)(4) (ce danfoss error) error message on the thermogard xp ivtm system (B)(4) was confirmed during event logs review but not during power on. The investigation findings determined that the root cause of the reported complaint was due to degraded danfoss module as a result of aging component. Unrelated to reported complaint, damaged level and window displays were observed during visual inspection. The damaged parts identified were due to wear and tear and were replaced. The thermogard xp ivtm system is a reusable device and was manufactured in january 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years. During archive review, multiple (B)(4) error code was identified in the event logs on the date when. Thus, confirming the reported complaint. Initial functional testing passed all functional tests and ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system (B)(4).

Event description:
As reported, during zoll tradeshow event, a zoll clinical specialist claimed that the thermogard console (B)(4) failed to circulate saline and alarmed with unknown error message. No patient involvement.